Manufacturer narrative:
Device involved in this incident was not returned for evaluation therefore a connection between the device and the patient outcome is unable to be drawn. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.

Event description:
Patient who underwent total knee arthroplasty procedure was released from hospital and two days later was admitted into the emergency room with a discoloration surrounding his surgical site. The hospital ran a culture test which came back positive but we are unaware of the results of the test. The patient was given an antibiotic to treat the infection and the discoloration resolved itself in two weeks.